Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "peel away sheath on long 20f introduced ripped and was stuck in patient's ivc [inferior vena cava]. Surgeon was able to snare broken off piece."

Manufacturer narrative:
According to the report, "peel away sheath on long 20f introduced ripped and was stuck in patient's ivc [inferior vena cava]. Surgeon was able to snare broken off piece." The exact lot number of hero 1003 is unknown. Two possible lot numbers were identified from shipping records. The manufacturing records for possible lot numbers h14ak015 and h15ak013 were reviewed and it was confirmed that all records were controlled, available for review, and met all release specifications per the device master record. The entire peel away sheath was removed during surgery. According to the implanting surgeon the patient is doing fine and using the hero graft. Post production residual risk is communicated in the product's labeling and IFU.

Event description:
According to the report, "peel away sheath on long 20f introduced ripped and was stuck in patient's ivc [inferior vena cava]. Surgeon was able to snare broken off piece."